Event description:
In 2002, patient was seen at implant center. Testing conducted confirmed that the device was not functioning. Revision surgery was scheduled. Patient was reimplanted with another clarion device.